Manufacturer narrative:
Corrected information: report source: user facility, company representative. Type of reportable event: serious injury. Investigation summary: a review of the complaint history, device history record, specifications and quality control of the device were conducted during the investigation. No complaint device was returned for investigation. Portion of device was retrieved with another device. No complaint device is expected for return. No photos have been provided. No patient harm was reported. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found one non-conformances associated with the complaint device lot number which was identified and reworked prior to further processing. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the basket end of the ncircle tipless stone extractor has broken off during the procedure. Additional patient and event information was requested; no further information was received as of the date of this report.

Manufacturer narrative:
Based on additional information received from the user facility, the following fields have been updated: based on additional information received from the user facility, the fields have been updated.

Event description:
Additional information received. As reported, the doctor has reported that during the case, while using the ncircle tipless stone extractor, the basket tip broke off and dislodged in a patient along with a ureteral stone fragment enclosed. A second basket was used to retrieve the basket tip from the patient. No further details were provided as to whether this caused or contributed to any adverse effects to the patient. Additional information has been requested regarding the patient and impact due to this device issue.